Event description:
Subsequent to the initial MDR, a correction was updated on 3/19/2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid checked at the emergency room (ER). The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. B6 relevant tests/laboratory data,inclu - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient was critically ill while using the device, which is misuse of the device. According to the patient, the cgm reading was 46 mg/dl and the patient decided to eat an oatmeal along with a glass of juice. However, the patient remained unwell throughout the night, which was possibly due to chemotherapy or glucose level as reported. The patient¿s wife took him to the emergency room between 8:00 pm and midnight. Upon arrival, the emergency room team took a bg reading which was 300 mg/dl, the cgm reading was close to 300 mg/dl but dropped to 60 mg/dl while they were at the emergency room. The patient was treated with intravenous fluids and 4 units of insulin. The patient stayed at the emergency room for 3 hours and was discharged. At the time of the report the patient was okay. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data.the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.